Event description:
N/a

Manufacturer narrative:
The bactiseal catheter was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. However, a possible root cause for the issue reported by the customer could be due to implant used on patient with material sensitivity. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a bactiseal (unknown ID) was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2024. The patient developed pancytopenia, and obstructive hydrocephalus was developed due to a brain tumor. The bactiseal remains implanted. According to information provided, it is unknown if there was any identified issue with the device. The patient status is unknown.

Manufacturer narrative:
Additional information received: - the patient was treated by g-csf twice for pancytopenia. - all devices were removed on 27 march, however, it was unknown whether new valve and catheters were implanted. - the patient condition was currently stable. - all medicines the patient took before were changed to different ones. The patient had pancytopenia after bactiseal implanted, and the physician suspected that bactiseal was related to pancytopenia. The patient condition is stable after removed.

Event description:
N/a.